Event description:
The customer was feeling sick and was taken to the hosp due to dka. The pump had an error alarm and continuous tone. The customer resets the settings at the time of call. It was believed that the pump was not delivering insulin. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and the lead screw did not turn when the customer programmed a prime. The customer could not find the start line to run the test. The device did not alarm during priming.